Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The valve actuation test passed. The system air leak test passed. The load cell value and verification were within tolerance. The patient sensor calibration check passed. An internal inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head, within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. Passed mushroom head check.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse reported that the patient was admitted to the hospital on this day with fluid volume overload. The patient subsequently left the hospital against medical advice.